Manufacturer narrative:
The device history records for this device were reviewed. No abnormalities were found related to the reported complaint. Based on device evaluation, the failure was due to a faulty psu board. The unit failed a coag test due to a faulty plasma blend board. The unit however was returned unrepaired, customer was notified. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was received and evaluated. Evaluation determined that the device was found with faulty ID board. The d socket cover was found missing. Calibration testing determined that the ID board and tr2 unit cannot adjust and were unstable due to faulty ID board. The output power was below range due to faulty psu board. Coagulation testing failed due to faulty plasma blend board. The unit was found with old version software and needs to be upgraded. Housing was found with multiple scratches. Datalog review revealed error message of 400 ref 25 (biomed time credit expired) eight times, error message 100 ref 10 (software execution failure (watchdog reset), one time and error message 400 ref 12(footswitch mode pedal stuck) one time. The identified parts needs to be replaced. The customer was notified regarding the evaluation and repair however, the customer declined the offer and the device was returned unrepaired. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device calibration was found off, out of calibration. The issue occurred during device maintenance inspection. There was no patient involvement on this report. No user injury reported.